Event description:
Nurse was activating nxstage 404 dialysate bag and it burst on the opposite side. This is the 3rd incident since (B)(6) involving lot # q2407391, exp 1/1/2026. Similar issues earlier in 2024. Reference report: mw5164785 and mw5164786.